Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported false air in line alarm which was not reproduced. A review of the event history log identified multiple air in line messages. The reported condition was verified. The cause was determined to be ultrasonic sensor was out of specification which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. The process step and the location where the event happened were unknown. There was no patient involvement. No additional information is available.